Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the subject lead dislodged soon after implantation. A re-intervention was performed on (B)(6) 2017 to correct the issue. The physician decided to explant the subject lead and implant a single chamber pacemaker by connecting it to the pre-existing ventricular lead. The re-intervention was completed without additional issues reported. The physician indicated that the patient's blood vessels are anatomically complex and the heart is relatively vertical, and that those factors are considered to have caused the dislodgement of the subject lead. The subject lead was disposed of by the hospital.